Event description:
It was reported that the patient had experienced infusion set tape not sticking event on (b)(6) 2026.

Manufacturer narrative:
E1: (b)(6).Name: Medtronic MinimedCountry: United States of AmericaAddress Line 1: 18000 Devonshire StreetCity: NorthridgeState: CaliforniaZip Code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site:3003442380.